Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
--

Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Additional information was later received indicating a revision procedure was performed wherein this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected of premature battery depletion upon measuring one year remaining longevity after less than a year of implant. Device data analysis was performed by boston scientific technical services (ts) and confirmed the device was depleting at a higher than expected rate for programmed settings. Device replacement was recommended. No adverse patient effects were reported. This system remains in service.